Event description:
Doctor reported reaction of localized pruritus on the 46/47 implant area, constant for 15 days with no improvement. Permanent pain, edema and inflammation. Doctor decided to remove the implants. Problem resolved in 24 hours after removal. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products tsvb10, impl tapered scr-v sbm 3.7mm 3.5mm 10mm lot 1267674. G4: premarket identification k011028/k013227. H6: event problem codes ¿ patient code: 1932 inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvb8, (impl tapered scr-v sbm 3. 7mm 3.5mm 8mm) for evaluation. Visual evaluation was performed, the implant had signs of use with debris on its internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 1265334. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1265334 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : allergic reaction. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning and patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.